Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during fill one of peritoneal dialysis therapy. It was determined that the patient¿s fill volume was 2500ml but had drained 3400ml. There is no known patient injury or medical intervention directly related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external visual inspection was performed and found no issues. The homechoice device received returned instrument testing evaluation (rite) functional and electrical testing. The device passed both the functional and electrical testing. A short simulated therapy was successfully performed. The pneumatic system was tested and found to be working to specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.